Event description:
On (B)(6) 2009, pt reports the infusion set tubing has become disconnected from the infusion site while in use. She states this occurred a couple of months ago. Pt reports she noticed the issue and then reconnected the infusion tubing to the infusion site. She states she continued using product with no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt no longer has product. No return was requested.

Manufacturer narrative:
No product will be returned for eval.